Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection revealed that the main body, female connector, and mini sleeve were not present on the returned silicone tubing. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve, main body, and female connector of the transfer set "fell off" from the silicone tubing. This was observed during patient use at home. There was no patient injury or medical intervention associated with this event. No additional information is available.